Event description:
It was reported that a vial-mate reconstitution device leaked. The vial was docked and the medication was reconstituted; the infusion was started and after an unknown amount of time, it was observed that the reconstituted medication was leaking between the adapter and the vial. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. The samples were docked to a solution bag and vial and functionally tested. After functional testing, no evidence of leak was detected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.